Event description:
Additional information received reported that the patient last visited her doctor for a recheck of her implant on (B)(6) 2014. She started having problems with more bladder accidents in the middle of december. The patient was still having concerns with her device or therapy but had not sought further help.

Event description:
It was reported that the patient had a loss of therapeutic effect and the implant was not working. She had not been feeling the stimulation for the last couple of weeks. However, the patient then noted that she felt very light stimulation the day prior to the report. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va03gdr, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).